Event description:
It was reported that the superlong payner 360 tip was being used in a transphenoidal case when the irrigation malfunctioned with the device causing the tip to heat up. A back up tip and tubing set was immediately available, and the event was repeated. The surgeon chose to complete the procedure using a diamond bur. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The reported event of heat was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. Based on a review of the manufacturer's instructions for use, a lack of irrigation to the tip may cause or contribute to heat. Not receive.

Event description:
It was reported that the superlong payner 360 tip was being used in a transsphenoidal case when the irrigation malfunctioned with the device causing the tip to heat up. A back up tip and tubing set was immediately available, and the event was repeated. The surgeon chose to complete the procedure using a diamond bur. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed when the devices are received and after a quality investigation has been completed. Device not received.